Event description:
A physician reported that the black part of the left¿right control lever (the right side of the electromagnetic lock release section) was loose before surgery. The four fixing screws were confirmed to be securely tightened. Patient and procedure details were not reported. There was no impact on the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).